Manufacturer narrative:
We have verified that the reported lot number is the same as a lot number that is part of the u by kotex sleek tampons, regular absorbency 2018 recall. However, the consumer did not provide an absorbency, we are unable to confirm the product is part of the recall. Therefore we are unable to provide an UDI number or model. The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported that a u by kotex sleek tampon came apart while in use.

Manufacturer narrative:
Additional narrative: we have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in nuevo nogales.

Event description:
This is a follow-up report due to new information received. The model number was received. The product is u by kotex sleek regular absorbency tampons and has been confirmed part of the u by kotex sleek tampons, regular absorbency 2018 recall.